Event description:
A svc tech was in the process of repairing the unit for the unrelated issue, they ran a test cycle and the door to the sterilizer opened under pressure. No injuries occurred.

Manufacturer narrative:
We have requested that the sterilizer be returned for eval, but have not received it back yet.